Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set and cartridge. Insulin delivery was resumed. Customer's blood glucose was 300-400s mg/dl.